Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported the inserting physician had difficulty removing the guidewire. Customer reports that after some manipulation, the physician was able to remove the wire, but it was "unraveled." Additional information was requested, but was not available at the time of this report.

Event description:
Customer reported the inserting physician had difficulty removing the guidewire. Customer reports that after some manipulation, the physician was able to remove the wire, but it was "unraveled". Additional information received indicates "no medical intervention was necessary and the patient's condition was fine/no harm or consequences done to the patient." *health effect clinical code and health effect impact code in section h.6. Updated to reflect additional information received regarding patient.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the proximal weld and has one kink in the guide wire body. The proximal end of the core wire was broken and protruding out of the coil wire. The distal j-bend was misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip is pinched and discolored at the point of separation. Both welds appeared full and spherical. The kink in the guide wire measured 191mm from the distal end. The guide wire total length measured 603mm, (B)(4). The guide wire outer diameter measured 0.79mm, (B)(4). Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the distal weld was intact. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all functional/dimensional requirements during investigation testing. (B)(4). The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.